Event description:
It was reported that (1) atb45 and (2) tr45b were used during an unk procedure. It was reported by the affiliate that the staples would not form but the cut the tissue on the third firing. The surgeon put some overstitches to close the tissue. Opened another device to complete the case. There was no pt consequence.